Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer reported high blood glucose (bg) level of 600 mg/dl. Customer administered a manual injection to address high bg. Reportedly, the customer reverted to an alternate method of insulin therapy.